Event description:
We received an allegation of discrepant inr results between two different lots of test strips for one patient tested with the coaguchek xs meter with serial number (B)(4). The first lot of test strips was lot number 50772321 with an expiration date of 31-may-2022. The second lot of test strips was lot number 51508823. The expiration date was requested but not provided. The meter result at 8:30 from the first lot was 5.3 inr. The first meter result at 8:34 from the second lot was 3.0 inr. The second meter result at 8:37 from the second lot was 2.9 inr. All of the three results were reported to the doctor. The therapeutic range is 2.0 to 3.0 inr and testing is performed every two weeks.

Manufacturer narrative:
The reporter has run out of test strips with lot number 50772321 for investigation. The meter and the test strips of lot number 51508823 were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is patient/consumer.